Event description:
It is reported through the pt's attorney that the pt underwent right knee arthroplasty in 2002. Post-op, the pt experienced pain. A revision surgery followed in 2006, where polyethylene wear and loosening of the device were noted.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation codes: tibia insert exhibits wear in both compartments, however, the lateral side exhibits significantly more wear. Inferior side exhibits two circular protrusions consistent with holes on the baseplate. Engravings on inferior side have also been worn away. Device history records indicate manufacture to specification. Scanning electron microscopy analysis shows articulating surface showed scratches and third-body wear particles. These particles showed c, o, ca, si, na, k, and cl elemental peaks. Many of these particles appeared possibly to be bone cement particles. Few particles showing fe, cr, and ti were also observed. Energy dispersive spectroscopy analysis of the insert material showed carbon (c) peak, typical of uhmwpe.